Manufacturer narrative:
This case was originally determined to be reportable, and reports were submitted. However, subsequent information received indicated that this was a parts order for preventive maintenance. There was no reported device malfunction. Therefore, this report is no longer applicable and the parent case will be closed as a non-complaint. No further action is required at this time.

Event description:
It was reported to philips that following a preventive maintenance, the battery needs to be replaced. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.